Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0xvha, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss of therapy. She had ms (multiple sclerosis) and a lack of sensation. She does not realize if she had a bladder infection. She has a history of bladder infection. Prior to implant and she was on prophylactic antibiotic, flomax and catheterized 4-6 times a day. She did well after implant, she did not catheterize at all until last thursday when her output volume decreased. The patient had been getting gradually worse since then. Patient wondered if she should play with her settings. Friday, she increased her setting to 2.7 and she can feel it but that did not help her symptoms. Patient had written her hcp (healthcare provider) an email and was waiting for a response. Patient said her follow-up appointment was on (B)(6). The patient output volume decreased and frequency picked up a lot on (B)(6) 2015. Patient realized she could not go, had all this pressure and could not catheterize nearly as much as she expected on (B)(6) 2015. It was noted that the patient was gradually getting worse. She started taking her prophylactic antibiotic again yesterday ((B)(6) 2015). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.